Event description:
It was reported that the bipolar atrial lead impedance was >2500 ohms and the capture threshold was 2.5 v. The unipolar impedance was 281 ohms with a 0.75 v capture threshold. The physician classified the lead impedance as a "non issue" and programmed the device to the unipolar configuration. Monitoring will continue.